Event description:
Informed of complaint by sales manager. Customer reported "blood leaks" with this product on 5/29/1998. Telephone messages left on 5/29/1998, 6/1/1998, 6/2/1998 and 6/3/1998 to retrieve further detail. 6/4/1998 info verified today with equipment tech. Also spoke with healthcare professional. There have been two documented "blood leak" events. This complaint is report of first. Blood was sensed and confirmed in dialysate of c3 machine(blood leak alarm). Treatment was stopped, pt was not rinsed back(-200 ml estimated blood loss, and new dialyzer and tubing set was prepared. Treatment was restarted and completed without further incident. Hematocrit reported stable. No adverse effects to pt; no medical intervention required. Actual dialyzer was discarded. Have requested companion sample if available for eval. 6/17/1998 informed by tech that there are no companion lot samples available for eval, however complaint sample from this lot (pir#9801173) will be sent for eval. MDR filed based on volume of blood loss.

Manufacturer narrative:
7/16/1998-a sample was received from this lot number for the investigation of another reported problem. That evaluation confirmed a delamination as the cause of a header cap leak. Co can not concluded that a delamination also caused this reported "blood leak" by the customer. An engineering project has been initiated to investigate the cause of the delamination and determine appropriate corrective action. Co is continuing to monitor incoming complaints. No further similar complaints have been received. Complaint closed. (Reference pir# 9801035).